Event description:
Report received from the USA stating that there was a hole in the device. The device was being used during surgery, but no patient or user injury occurred. It is unk if a delay in the surgical procedure occurred as a result of the device issue. The date of the event is unk. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).